Event description:
Device report from synthes (B)(4) reports an event in (B)(6)as follows: it was reported that on an unknown date, a locking compression plate broke. Patient was revised on (B)(6) 2013. No further information is available at this time. This is report 1 of 1 for (B)(4).

Event description:
Plate broke at a screw hole. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records for this lot has been requested.

Manufacturer narrative:
Additional narrative: the lcp-df was implanted because of a right periprosthetic femoral shaft fracture below a total hip prosthesis. Based on the x-ray images, the plate was stabilized with ten screws. Element composition testing and electron microscopy were performed. The failure of the investigated lcp-df was due to dynamic bending which ted to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient in combination with a possible instability of the fracture situation (total hip prosthesis) may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. This complaint is invalid. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.